Manufacturer narrative:
(B)(4): the customer reported power problems and battery issues. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported power problems and battery issues.